Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during a procedure, the visera elite video system center displayed no image when the camera was plugged in. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if the phenomenon occurred due to malfunction of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.